Event description:
The optometrists at (B)(6) in (B)(6) did not inform me of the many problems and issues I could possibly experience. I went back and they suddenly told me that there's not much they can do about my damaged and blurry vision. My extreme dryness. And night blindness. It's so bad that if I drive at night I could potentially cause an accident. I'm scared that this will continue to pile up victims if these lasik clinics are not reined in and enforce doctors to properly inform their patients so that the patient can make the right decision for them. I asked "what are the downsides I should be aware of." And the only response I got from the optometrist was "you have to wear reading glasses when you're older. (B)(6) doesn't have you speak to the surgeon in consultation which is a problem). I was a perfect candidate. No red flags at all and I said "I don't have to go through with this if there's any reason I shouldn't do it." And the doctor assured me success and immediately sent me to the scheduling office. Now over a year later I have blurred vision with astigmatisms in both eyes. Ghosting and doubled vision. Star bursting which amplifies at night. I am on anti-depressants and have lost my job as a photographer because I can't perform. This needs to come to an end now. All lasik adverts I see on tv and radio do not explain possible side affects. I was an unsuspecting victim to all of this. I understand the majority don't seem to have problems however the victim number is piling up. Please put a stop to cattle-call lasik clinics such as (B)(6) in (B)(6). (B)(6) was my surgeon and when I finally was able to talk to him about this I was in tears. He put his hands up in a defensive posture and said "well it doesn't seem like you're trying to sue us." This man who runs and operates this clinic is a monster. He should have his license revoked. Please help us victims of lasik. Please.